Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an arthroscopic shoulder stabilization the tip of the instrument caught against the glenoid, and broke off. The part remained inside the patient and the surgery was changed to an open stabilization. The surgery was finished successfully with a new device with the same part number. Update 13-aug-2020: further information was provided that the broken part was retrieved, however the surgeon spent over an hour trying to get it arthroscopicly, as it fell down to the inferior capsular. The surgeon therefore changed the procedure to an open one to retrieve the device out of the patient.

Manufacturer narrative:
Complaint confirmed, the curved tip was found to have broken off near the weld. A likely cause of the event is prying/leveraging the device during use.